Event description:
A customer reported a pump alarm occurring during pumping, specifically noted as alarm 20, but confirmed there were no instances where their blood glucose levels exceeded 500 mg/dl, indicating no adverse impact. The issue did not involve previous reports of similar alarms recently, but the customer received education on reporting such events timely. Customer technical support (cts) resolved to replace the pump, confirmed warranty status, and verified the shipping address. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The caller was given instructions for returning the problematic pump and acknowledged understanding all procedures, including using a pre-paid label for the return.